Event description:
On january 9, 2017, the patient contacted lifescan (lfs) USA, alleging that her onetouch ultra mini meter was displaying a message of error 5. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that she was unsure when the alleged meter issue began. She reported that she manages her diabetes with oral medication, diet and exercise, and in response to the alleged meter issue she consumed less food and drank less. On an unknown time after the alleged meter issue the patient reported that she developed the symptom of ¿sweaty¿. She denies receiving or requiring any treatment for the alleged symptom. During troubleshooting, it was established that it was not the first time the meter was being used. The patient described the correct testing steps and the strips had not been open longer than the discard date, had not expired, and had been stored correctly. The test strip vial was not noted to be cracked or broken. The csr walked through a retest with the patient and the issue was resolved. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.